Event description:
Procedure: strabismus surgery. According to the reporter: the suture knot is loosening after surgery. The patient returned to the operating room for surgery. Suture material seems to be absorbing faster than normal, it absorbs after two weeks rather than six weeks. The reporter had no further details regarding surgery date or case.

Manufacturer narrative:
(B)(4).